Event description:
It was reported that a catheter issue occurred. The completely occluded 80mm target lesion was located in the tortuous and calcified left anterior descending artery (lad). An opticross catheter was used for ultrasound examination of the target lesion. During the procedure, the catheter was inserted inside the patient for the first time, and imaging revealed that it did not reach the lesion. The catheter was found to be entangled in the front segment when it could not advance further. Upon attempting to withdraw the catheter, it fractured when withdrawn. Three stents were then directly implanted into the lad via angiography, and the procedure proceeded smoothly. The procedure was completed using another device of the same type. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that an imaging core windup with broken driveshaft and an imaging window detached were encountered near the lap joint section. Also, the drive cable was twisted at the distal part of the device. The imaging window did not return for analysis. The functional test with the guidewire cannot be performed due to the device's condition.

Event description:
It was reported that a catheter issue occurred. The completely occluded 80mm target lesion was located in the tortuous and calcified left anterior descending artery (lad). An opticross catheter was used for ultrasound examination of the target lesion. During the procedure, the catheter was inserted inside the patient for the first time, and imaging revealed that it did not reach the lesion. The catheter was found to be entangled in the front segment when it could not advance further. Upon attempting to withdraw the catheter, it fractured when withdrawn. Three stents were then directly implanted into the lad via angiography, and the procedure proceeded smoothly. The procedure was completed using another device of the same type. No patient complications were reported.